Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was not reproduced. The device auto-restart function was verified to be on. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of calibrated specification force sensor setting. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not restart after a downstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.